Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. It was noted that the right ventricular lead may be causing tricuspid regurgitation. The lead was explanted and not replaced. The ventricular port was plugged and the device programmed to an atrial-inhibited mode (aai) as the patient had sick sinus syndrome to attempt to improve patient intrinsic pacing rhythm. The patient was stable following the procedure.